Event description:
It was reported that a blood leak at the arterial filter header occurred during an extended cvvh dialysis treatment. The amount of blood lost through the leak was estimated at approximately 50cc before treatment was discontinued. No medical intervention was required.

Manufacturer narrative:
Evaluation of the returned cartridge confirmed the report of a dislodged tube at the arterial header. The arterial patient line was found to be separated from the filter port and is most likely due to an inadequate tubing bond during manufacturing. No problems found with retained samples from the same lot. No similar problems reported with this lot of cartridges. This appears to be a random event. No medical intervention was required and there was no serious injury as a result of this event. Nxstage will continue to monitor as part of the routine complaint process. Nxstage medical considers this report closed. No additional information will be provided.